Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID 8596, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s distal catheter segment had a break. It was noted that the actions required as a result of the event included revision and an entire catheter replacement. It was reported that a dye study was performed. It was noted that the product issue was resolved. It was reported that the cause of the issue was a tear in the catheter. It was noted that the pump was used to infuse baclofen, specified as compounded baclofen, prialt/ziconotide. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient went through withdrawal symptoms. It was reported that the location of the issue or symptom was the catheter track.